Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture, pain, "perspiration of silicone gel", "waves and deformation. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening assessed, as fold flaw . Deformation: no observed. Pain: unable to observe, since it is a medical event. And is not related to the device. Crease/folding of implant: observed. Additional observation: no penetrating nick stress mark. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, right side rupture, pain, "perspiration of silicone gel", "waves and deformation" . The device has been explanted and replaced with a non allergan device.